Manufacturer narrative:
According to the received information from the field, the active electrode migrated post-operatively out of cochlea, which necessitated a revision surgery to re-insert it into cochlea. During this procedure the active electrode array was inadvertently damaged, which was confirmed by device investigation. Therefore, the recipient was re-implanted with another device. The investigation findings appear to match with the reported issue. This is a final report.

Event description:
The hearing performance of the user is affected. A revision surgery was carried out on (B)(6) 2019 to reinsert the migrated electrode array and reseal the round window. Visible damage was detected during revision surgery which led to re-implantation with a new device. However, during inspection of the explant by the clinic the location of the reported damage could not be confirmed. No full insertion of the new device could be achieved. As per new information received, the user suffered from several traumata and hematoma, no sign of fibrosis was noted during the surgery. The user experienced poor loudness from the ap, and facial twitching when simulating high currents.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the user is affected. A revision surgery was carried out on (B)(6) 2019 to reinsert the migrated electrode array and reseal the round window. Visible damage was detected during revision surgery which led to re-implantation with a new device. However, during inspection of the explant by the clinic the location of the reported damage could not be confirmed. No full insertion of the new device could be achieved. As per new information received, the user suffered from several traumata and hematoma, no sign of fibrosis was noted during the surgery. The user experienced poor loudness from the ap, and facial twitching when simulating high currents.